Manufacturer narrative:
The reported machine was thoroughly checked out by a medical equipment service tech. (Mes) and no defects were found. The mes checked all of the pressure alarm limits and calibrations and the machine was iwthin manufacturing specifications. The facility stated that the pressure drop was not significan enough to drop below the alarm limit to generate an alarm. The facility stated that the pressure did not drop more than 40 mmhg and the alarm limit was set at +_52 mmhg. Therefore, no alarm is expected to occur. The facility also stated that the catheter did not completerly fall out. The catheter became partially dislodged from the artery but it still had enoguh back pressure to maintain within the alarm limits. The faciltity stated that they neglected the blood leak because the surrounding blankets soaked up the blood and it was not noticeable from a distance. This issue is addressed by far #960007. The information indicates that the reported machine met manufacturing specifications. Customer contacted: yes 11/04/96, sales/sevice contacted by investigator yes date 11/04/96, training required yes.